Event description:
It was reported during the implant attempt that after 27 turns there was no screw deployment. The lead was removed and attempted on the table with similar results, until the lead eventually popped out. The lead was not used and another lead was implanted. No patient complications were reported as a resutl of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched and damaged at implant.